Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed two volume tests. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem "pump has failed two volume tests" was reproduced. The device was tested for flow accuracy and found to deliver with -8.9216% accuracy. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as under-infusion. The cause of the condition was the failed processor board. The processor board required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.